Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the conical shaped cuff allowed for a small slow amount of fluid potentially being able to pass the cuff. The patient had hospital admission due to aspiration pneumonia. Replacement of the device with a different device resolved the issue.